Manufacturer narrative:
Information contained in this report was previously submitted through asr on 22/jul/2017. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device found no black particles or black artifact. Leak test was performed and no leakage was found. Microscopic analysis was performed and device is intact and functional. Based on the device analysis the final assessment is: no issues found related to the manufacturing process and no black artifact was observed on the implant during additional analysis. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: each sterile tissue expander is supplied in a sealed, double primary package. Natrelle® 133 tissue expanders¿ sterile product accessories are also supplied within the product packaging. Sterility of the tissue expander is maintained only if the thermoform packages, including the package seals, are intact. Do not use the product if the thermoform packages or seals have been damaged. How to open product package remove the tissue expander and product accessories from their sterile packages in an aseptic environment and using talc-free gloved hands. Do not expose the tissue expander to lint, talc, sponge, towel, and other contaminants. Prior to use, keep the tissue expander in the inner thermoform and covered to prevent contact with airborne and surgical field particulate contaminants. Preliminary product examination do not implant any device that appears to have particulate contamination, nicks or leaks. A sterile back-up tissue expander must be readily available at the time of surgery.

Event description:
Medical staff "found a black artefact on an implant." The device was neither implanted nor explanted; a back up device was used.